Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child abruptly stopped responding towards sounds and her hearing performance with the device is affected.

Event description:
The child abruptly stopped responding towards sounds and her hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Additional mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The child abruptly stopped responding towards sounds and her hearing performance with the device is affected. Re-implantation will be scheduled.

Manufacturer narrative:
Correction: date of event amended to 21-dec-2023.

Event description:
The child abruptly stopped responding towards sounds and her hearing performance with the device is affected. Re-implantation will be scheduled.